Event description:
It is reported that the pt is experiencing pain, limping, stiffness and a burning sensation around the incision.

Manufacturer narrative:
Eval summary: the primary surgical notes have been provided. The notes state that the tha was for advanced degenerative arthritis. It was noted that during the insertion of the stem a fracture line in the femoral neck occurred and had been stabilized by cerclage wires. The final reduction showed to have no evidence of instability and leg length was found to be equal. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per surgical technique. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.